Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had trouble manipulating the instrument and not responding during case; at some point, one of the jaws became disengaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. There was no physical damage. There was no problem detected.